Event description:
Caller reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer did not have a backup insulin delivery method but planned to contact a healthcare provider. Technical support (cts) confirmed the need to replace the pump, provided instructions for returning the faulty pump, and arranged for the delivery of a replacement pump.